Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery (sfa) balloon was reported to have ruptured at 8 atmospheres of pressure. There was neither vessel tortuosity nor calcification present. Reference vessel diameter was 5mm and the lesion length was 3.5cm. Product was prepped and used following the instructions for use (IFU). There was no device separation, vessel dissection or deflation difficulty. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 day upon receipt.